Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was found to give a "motor rate error" alarm during testing. During internal examination, the lead screw was found to be worn causing the error. The cause of the component issue was determined to be normal wear due to pump/component age (pump is 10 years old).

Event description:
It was reported that a medfusion® 3500 syringe pump experienced a motor error. No injury was reported.